Event description:
It was reported that during an anterior resection procedure, some of the staples were malformed. The device could not be removed, and had to be cut out from the pt and a permanent colostomy created. The surgery was prolonged 120 minutes.